Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation could not confirm the event as the reported assembly issue could not be duplicated. Functional inspection with a stock piece confirmed the device locking mechanism to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary femur while assembling the reamer to the adapter , it did not catch the reamer. In the same surgery one of the circilts surgeon felt clip deformed. Used different circilts.

Event description:
It was reported that during a primary femur while assembling the reamer to the adapter , it did not catch the reamer. In the same surgery one of the circilts surgeon felt clip deformed. Used different circilts.